Event description:
During evaluation of a physio-control loan device it was observed that the device logged event codes and was unable to charge defibrillation energy. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Initial medwatch MFR report # 0003015876-2020-00413 was a duplication of initial medwatch MFR report # 0003015876-2019-01188.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported issue. After replacing the biphasic module, the device was able to charge again, however delivered monophasic energy. After also replacing the isolation relay assembly, and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During evaluation of a physio-control loan device it was observed that the device logged event codes and was unable to charge defibrillation energy. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.